Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The plunger had signs it was disassembled and incorrectly assembled. Internal inspection found the clutch pack and leadscrew to be worn. The cause of the customer reported problem was a worn clutch pack and leadscrew. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the worn clutch pack and leadscrew, reset the unit to standard configuration, and recalibrated all sensors. The pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a clutch error. There was unknown patient involvement, no patient injury was reported.